Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting gradually decreasing impedance measurements during the last three follow up visits. The most recent measurements were in the 300 ohms range. Additionally, threshold measurements had been increasing. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.